Event description:
It was reported that during a surgical procedure at the user facility, the device did not stop running. The procedure was completed successfully with no surgical delay, no medical intervention, no patient impact and no adverse consequences reported.

Manufacturer narrative:
The service technician functionally tested the device and was unable to duplicate customer comment of run-on. The device was disassembled and no failure modes were observed with the device.

Event description:
It was reported that during a surgical procedure at the user facility, the device did not stop running. The procedure was completed successfully with no surgical delay, no medical intervention, no patient impact and no adverse consequences reported.